Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 500 mg/dl at the time of incident. Customer tried to bolus but his blood glucose did not come down. Customer was advised to try to bolus once more and that was when he received insulin flow blocked alarm. Customer stated that insulin flow blocked alarm was resolved by complete set change. The insulin pump will not be returned for analysis.